Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a motor error alarm and no delivery alarm even after reservoir change. The customer's blood glucose was 270 mg/dl at the time of incident. Troubleshooting could not be performed as customer was not available with insulin pump. The insulin pump will not be returned for analysis.